Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00033, 0001032347-2020-00034, 0001032347-2020-00035 0001032347-2020-00037, 0001032347-2020-00038. Medical products: tmj system right standard mandibular component, part# 24-6550, lot# 575530d, tmj system right fossa component, small, part# 24-6562, lot# 718530e, 2.4mm system high torque (ht) cross-drive screw, part# 91-2712, lot# unk, tmj system cross drive fossa screw, part# 99-6577, lot# unk, tmj system cross drive fossa screw, part# 99-6579, lot# unk, tmj system cross drive fossa screw, part# 99-6581, lot# unk.

Event description:
It was reported the patient underwent a revision of temporomandibular joint implants on the right side due to an unknown reason. Stock mandible and fossa implants were removed and replaced with new stock implants. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. As a revision surgery was reported, the complaint is confirmed. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. Three follow-up attempts were made to gather additional information including the failure mode that led to the need for a revision surgery; however, no additional information was gathered. The dhrs for the screws were not reviewed as the lot numbers remain unknown. There are no indications of manufacturing defects. The most likely underlying cause of the complaint could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.